Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer states she showers with insulin pump and there is water under the display the customer states the insulin pump was exposed to water during taking shower. Customer reports there is fluid under the lcd display. Customer states that insulin pump had no scratch. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed displacement test and self test. No traces of moisture were found at electronic and motor assemblies per visual inspection. No cosmetic damage noted.